Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostic testing was performed and high impedance was found on the lead. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy resumed post procedure.